Event description:
It was reported that during an elective coronary stenting/treatment procedure, inflation and deflation difficulties were encountered. The mid-proximal rca lesion was pre dilated. While attempting to deploy the stent, the balloon at first did not inflate, then inflated very slowly and with difficulty from 10 to 18 atm's over 20 seconds. When the dilatation of the lesion was complete, the physician was unable to deflate the balloon. He attempted deflation with a 60cc syringe and was successful. He then attempted with a 20 cc syringe and was able to get the balloon to deflate slightly. During the attempts to deflate the balloon, the pt experienced severe s-t elevations and arrhythmias. Approximately 30 mintues later the physician was able to forcibly pull the balloon from the stent and the rca. The physician was unable to retract the delivery device back into the guide as the balloon was still partially inflated. The shaft was also cut in an unsuccessful attempt to deflate the balloon. The entire system was removed as far as the groin but they were unable to remove the balloon through the sheath. The pt was taken immediately to surgery for removal of the balloon catheter from the right femoral artery. The coronary stent placement and intervention were successful. The pt was stable and was discharged 2 days later. The physician believes the failure of the stent delivery balloon to deflate was the direct cause of the complications.